Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced hyperglycemia with discordant glucose readings between the pump and a fingerstick, while using a dexcom g7 cgm and after a recent supply change; the user was walked through tubing fill with confirmed insulin flow and manually calibrated the pump, and no device component could be specified due to insufficient information. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information for a device problem or component determination. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.